Event description:
It was reported that a malfunction occurred on a customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, but the issue recurred, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy while waiting for the replacement, and they were guided on how to return the faulty pump to tandem. The replacement pump was sent with instructions for programming settings and connecting a continuous glucose monitor.